Event description:
The customer contacted physio-control to report that their device was intermittently not detecting the defibrillation therapy cable. Without proper recognition of the cable, the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the therapy connector assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed therapy connector assembly. It was determined that pin receptacles 3 and 7 had lost retention due to wear, and caused the reported issue.